Manufacturer narrative:
(B)(4). Insulin pump received with an unresponsive keypad at the center, up and down buttons. Unresponsive keypad due to corroded keypad traces. Unable to perform the displacement test and self test due to unresponsive keypad. P cap, reservoir locked properly in place. Pump received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of insulin pump had crack. Customer stated that insulin pump may gave been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.